Event description:
The impact emv+ portable ventilator was being used to support a patient during ground transportation when the system was reported to experience a complete shut down and would not turn back on. The patient was supported with manual ventilation for the remainder of the transport trip. Though it was reported that serious injury to the patient did not occur, it was reported that the unexpected behavior of the ventilator caused the need to provide back-up ventilation using a manual method. This event has been submitted here as a serious injury event because back-up ventilation was necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem could not be duplicated (all parameters were within specification) even after several days of burn-in and vibration testing. Periodic maintenance, calibration and functional testing were performed at impact following the event. The unit was returned to the end user after it tested within specification.